Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full instructions for pump reset, completed guided reset, and successfully started new sensor session with error not recurring, and no further issues were reported.